Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s). CAPA #891355. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that the bottom of the bd vacutainer® push button blood collection set needle "came apart", causing failure of the needle to retract completely. The following information was provided by the initial reporter: "ultra touch needle not retracting. The bottom of the needle came apart which caused the needle to not retract all the way. This was a 21g ref #367344 lot #8282891 exp 09/30/2020. On (B)(6) 2019 the part that broke was at the at bottom of the needle where I believe the spring may be. When it broke, it broke into two pieces and the needle retracted but only part way. The last time I reported a defective needle it didn't break the needle just didn't retract all the way and I was almost stuck when I was putting the needle in the sharps container."

Manufacturer narrative:
Correction: additional information was received from the customer regarding the date of event, which is now known to be 2019 (B)(6). The initial MDR reported this date correctly; however, the awareness date has been used as a placeholder at the time, and the statement regarding the date of event in the initial MDR manufacturer narrative is no longer correct. This supplemental has been submitted to update this information.

Event description:
It was reported that the bottom of the bd vacutainer® push button blood collection set needle "came apart", causing failure of the needle to retract completely. The following information was provided by the initial reporter: "ultra touch needle not retracting. The bottom of the needle came apart which caused the needle to not retract all the way. This was a 21g ref. #367344, lot #8282891 exp. 09/30/2020. (B)(6) 2019- the part that broke was at the at bottom of the needle where I believe the spring may be. When it broke, it broke into two pieces and the needle retracted but only part way. The last time I reported a defective needle it didn't break the needle just didn't retract all the way and I was almost stuck when I was putting the needle in the sharps container."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bottom of the bd vacutainer® push button blood collection set needle "came apart", causing failure of the needle to retract completely. The following information was provided by the initial reporter: "ultra touch needle not retracting. The bottom of the needle came apart which caused the needle to not retract all the way. This was a 21g ref #(B)(4), lot #8282891, exp 09/30/2020. (B)(6) 2019- the part that broke was at the at bottom of the needle where I believe the spring may be. When it broke, it broke into two pieces and the needle retracted but only part way. The last time I reported a defective needle it didn't break the needle just didn't retract all the way and I was almost stuck when I was putting the needle in the sharps container."